Manufacturer narrative:
The exposed portion of the soft cannula was observed to kinked and also damaged at the distal tip. Although the cannula was observed to be damaged, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. Blood was observed on the adhesive pad and soft cannula of the returned device. The formed needle was inspected, and it was found to have a damaged needle tip. The damaged formed needle tip is confirmed to be the cause of the reported bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 24 and 36 hours on the arm. As treatment for hyperglycemia, a new pod was applied and a bolus was given.